Manufacturer narrative:
The insulin pump alarmed during basic occlusion test and unable to prime during prime test due to loose protruded drive support disk; unable to complete functional test due to prime anomaly all operating currents are within specification. No unexpected low battery or off no power alarms noted. The insulin pump had broken reservoir tube lip, cracked belt clip slot, cracked battery tube threads and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump drive support cap was sticking out of the device and not recessed into the unit. The customer's blood glucose reading was 150 mg/dl at the time of incident and then went up to 300 mg./d. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.